Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose at time of incident was 269 mg/dl. The customer was advised that the alarm is a program safety alarm. The customer was advised that alarm occurred after a specific series of steps were performed and is rare. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 269 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor encoder error alarm. The customer was advised at this time displacement test and manual prime were successful and motor error alarm did no recur. The customer was advised that alarm was caused by a connection issue. The customer was advised to monitor pump.